Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle lancing device; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an arming mechanism issue with his adc lancing device , beginning on "wednesday or thursday". The customer reported he was unable to obtain blood glucose results due to this issue, and began to experience weakness and lack of energy. On friday, (B)(6) 2021, paramedics were called and provided unspecified treatment. The customer was then taken to hospital where he was monitored for 3 days and provided insulin, and then glucose as needed, to stabilize glucose levels. The customer also reported being provided unspecified pill at hospital. There was no report of death or permanent injury associated with this event.